Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Product code, lot number - unk.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2019 and suture was used on the uterus. During the procedure, the suture broke. Changed to another one to complete. There were no adverse patient consequences. No additional information was provided.